Manufacturer narrative:
Combination product: yes the returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the balloon is well folded and shows no signs of inflation. Microscopic analysis revealed stent imprints on the exposed balloon surface, indicating that the stent was properly crimped in between the two radiopaque markers at the time of delivery. The stent was returned inside the stent protector. The stent is slightly deformed (i.e. Pinched) in its center. Moreover, dried contrast medium residue was observed in the inflation lumen, indicating application of vacuum. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined. The root cause for the complaint event is most likely related to the handling during the preparations for the intervention. It should be noted that the IFU instructs the user to pull at the very distal end of the protector to avoid dislocation of the stent. The IFU further advises the user to visually inspect the stent system prior to procedure to verify functionality.

Manufacturer narrative:
Combination product: yes.

Event description:
A synsiro drug-eluting stent system was selected for treatment. During inflation it was noticed that the stent was not visible on the balloon. The stent was found stuck in the protection sheath.